Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a remote transmission showed that the implantable cardioverter defibrillator (ICD) delivered a shock for atrial fibrillation with rapid ventricular response. In addition, the atrial lead was undersensing during the atrial arrhythmia. The ICD and atrial lead remain in use. No further patient complications have been reported as a result of this event.